Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced difficulty adhering the right atrial (ra) lead to the right atrium due to the patient's anatomy. The physician noted that the lead dislodged several times. The ra lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.